Event description:
It was reported that on (B)(6) 2014, at 7:55 am, patient was found in cardiac arrest using the m300. The nurse in the patient room noticed the m300 v lead was between two fingers. The patient's heart rate on the m300 was noted to be at 60/minute but in cardiac arrest. They complain the intensive care unit never called them to get notified of the lead disconnect. There was a patient death reported. (B)(4).

Manufacturer narrative:
Draeger is still investigation the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.